Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The company representative on behalf of the customer reported to olympus that during preparation for use, this camera head's remote switch failed. White balance and zoom in/out did not work, as reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Visual and functional inspected was conducted on the subject device. The reported failure (camera head remote switch failure) was confirmed. However, the cause of the occurrence could not be identified. It was identified that the device specifications were not met. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): the following statement is included in the ¿warning¿ section in the instruction manual ¿inspection of the focus and zoom control¿. - inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.